Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 90 year old patient with a 27mm carpentier edwards perimount valve implanted in mitral position was put under consideration for a valve in-valve procedure after unknown implant duration for unknown reason.

Manufacturer narrative:
Initially, it was reported that this a 90 year old patient with a 27mm carpentier edwards perimount valve implanted in mitral position was put under consideration for a valve in-valve procedure after unknown implant duration for unknown reason. However, through investigation it was learned that this 90-y-o patient with a 7300tfx27mm valve implanted in mitral position has been put under consideration for a valve in-valve procedure after an implant duration of 14 years and 9 months due to calcification and degeneration leading to moderate regurgitation gradient (24mmhg peak / 12mmhg mean mmhg). The valve-in-valve was not performed because thrombus was found in the left atrium and the medical team preferred to optimize anticoagulation. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.